Event description:
A home pt contacted baxter's technical service center regarding a system error 2084 that occurred after the home pt opened the cassette door in initial drain. Baxter's technical service rep had the home pt reprime the pt line and resume therapy. However, the home pt was unable to straighten the lines from the door and ended therapy. No pt injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
Baxter's product surveillance department will attempt to ensure that proper procedure be reviewed with the home pt.